Manufacturer narrative:
Aspen surgical received an (B)(6) report (B)(6) from (B)(6) hospital in (B)(6) which indicated that a richard-allen 1/2 circle taper point mayo catgut needle broke inside the patient during use and had to be retrieved. No sample or photo was provided. Lot number was available for review. A review of the device history record for the lot number was performed. No non-conformance's were noted relating to the reported issue. It is possible the root cause is related to a user error. The device's instructions for use indicate the needles should not be clamped directly on the eye of the needle or the point and should be applied to the flat portion of the needle about 1/4 of the needle length from the eye end. If a clamp was applied to the eye of the needle, it could have caused the eye to malfunction (break). Due to no sample or photo available, no further information is available on the product at this time.

Event description:
Aspen surgical received an (B)(6) report (B)(6) from (B)(6) hospital in (B)(6) which indicated that a richard-allen 1/2 circle taper point mayo catgut needle broke inside the patient during use and had to be retrieved. The report was filed in our complaint handling system as complaint #(B)(4).